Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-04366. It was reported that plaque prolapse occurred. Promus premier¿ drug-eluting stents were implanted. However, plaque prolapse was noted with the implanted stents. Dilatation with a balloon was performed to resolve the plaque prolapse and the procedure was completed. No further patient complications were reported.